Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that she was advised by healthcare professional to return insulin pump and to revert to manual injections. Customer reports to have felt a pain in arms thinking it was a heart attack. Customer believes pain may have been a reaction to a medication, and healthcare professional believes it may have been the insulin pump. Customer loves the insulin pump and all that it does for her. Customer was advised to speak with healthcare professional again regarding insulin pump. Customer's blood glucose was 187 mg/dl. No further information provided.